Event description:
It was reported that when using the bd pyxis¿ medstation¿ es shut down, screen was black and had a burning smell. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-mar-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer rail fell apart and the bearing cage fell out of the slide. The field service engineer (fse) replaced the faulty drawer and installed the new drawer and configured the new drawer in the station application. The system functioned as intended after the field service engineer repaired the device.